Event description:
Explant tritanium acetabular shell, surgeon suspected loose shell.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Hospital sent to pathology.